Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the visionaire product did not match patient anatomy. Standard surgical technique was used to perform procedure.

Manufacturer narrative:
The associated device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation including an engineering investigation by our visionaire team found that there was a large osteophyte on the distal anterior femur that was not segmented. The failure to incorporate the osteophyte into the femur segmentation resulted in an inaccurate bone model, thus a femur cutting guide that would not fit. All associated employees involved in the design of the associated devices were made aware of this complaint. There is no report of patient injury as the procedure was completed using standard instrumentation. Therefore, no further clinical assessment is warranted. No additional actions are being taken at this time. Should additional information be received, the complaint will be reopened.